Event description:
It was reported that there was a loss of therapeutic effect. The patient had not been using their stimulation therapy and it quit working. The patient had their stimulator implanted for back pain. The stimulation wasn¿t helping and the patient was going to have a pain pump implanted. The patient noted that the trial stimulation worked. The patient¿s therapy worked for the first 4-6 months after implant and they had gone back for reprogramming many times and it would help for a few days and then it would quit. They were unable to get it set to where it would do some good. Several months prior to the report the patient pulled one of their leads real bad and then less than a month prior to the report the device still wasn¿t working and they discovered that their other lead had moved. Sonograms were performed for each lead movement. There were no falls or trauma associated with the event. Follow-up with the patient¿s doctor indicated that there were no problems with the stimulator it just was not covering all of the patient¿s pain. The doctor noted that the patient¿s leads had not migrated. The doctor had x-rays to confirm that there was no migration. The patient was getting coverage where their pain was but the pain was not being covered. The patient had their stimulator removed on (B)(6) 2014 and had a drug pump placed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the stimulator was functionally okay with insignificant anomalies. Analysis of the lead (serial # (B)(4)) found no significant anomaly. The stimulator lead body was cut through and the product was segmented. Analysis of the lead (serial # (B)(4)) found no significant anomaly. The stimulator lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).